Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing severe headaches and dizziness since 2017/2018. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing severe headaches and dizziness since 2017/2018. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal wear and tear, dust and fiber contamination under ui button and in air output iso port. The manufacturer visually inspected the device internally and found light dust contamination on blower and on sound abatement foam. The manufacturer observed no evidence of degraded sound abatement foam. The device's event logs were downloaded and reviewed. The manufacturer found to contain 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but there was presence of contamination in the airpath and on the exterior of the device which is likely from external source.